Event description:
Cardiac arrest patient who met the criteria to be a code ice sustained skin breakdown (frost bite type burns) from the tubes of the cincinatti model blanketrol iii unit to the back of his head, right thigh and right mid back. The cooling water was not flowing through the thermasuit until the patient arrived in the critical care unit (cvicu)from the ed so the staff could not get a temperature until the patient arrived in the cvicu.